Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional procedure. Reportedly, the knot and suture came out with the prostyle device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 13f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.